Event description:
It was reported the patient presented to the emergency room with chest pain. Upon interrogation, it was discovered the right ventricular lead exhibited loss of capture and sensing. X-ray confirmed a pleural effusion. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events loss of capture, loss of sensing, and perforation were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a bent and extended helix, consistent with procedure damage. X-ray examination found an over-torqued inner coil, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.